Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the device return date in section d9 and to update section h3. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 2 to update section h3, and to provide the completed investigation results. One 6fr angio-seal device was returned for product evaluation. The returned device included the hemostasis sheath, carrier tube, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube was returned fully deployed and in the fully rear-locked position. A kink was identified toward the proximal end of the tubing. The hemostasis sheath was found to have been cut apart and had been cut at the proximal end and at the distal tip. The collagen was returned with the device. Based on the available information, it appears that the suture may have been torn during attempted deployment of the device. As the carrier tube and hemostasis sheath were found to have been damaged and cut apart, it appears that the device was cut open to inspect the internal contents of the device. As the tamper tube was found to have been undeployed and had remained within the carrier tube, it appears that the suture had broken prior to full suture deployment being completed. Although the carrier tube hub was opened and the suture was found to have been fully deployed, it appears that full deployment of the component may have occurred while separating the device from the hemostasis sheath. As the anchor was not returned with the device, it appears that the anchor may have detached during deployment. The collagen was returned with the device, but no damage or issue with the component was identified. The complaint was confirmed for an anchor detachment. The exact root cause was unable to be determined. The likely cause was determined to have been retracting the device with excessive force/speed causing suture breakage to occur. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/ hazard based risk table (hbrt).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E2: health professional: unknown. E3: occupation: unknown. A review of the device history record of the product code/lot# combination was conducted with no findings. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal anchor came detached from the device when minimal pressure was used to deploy. The collagen plug was observed to be still attached. It is not known whether the anchor was intra of extra-arterial. There was an issue when attempting to deploy 6fr angio-seal device. When applying minimal traction, the absorbable plastic foot plate detached from string holding it to the device. The angio-seal device was examined, and the collagen plug was retrieved from device however, they were unable to find the foot plate. Unsure whether this remained intra-arterially or within the subcutaneous tissues of the groin.